Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm large suturecut needle driver instrument had a broken cable. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: there were no missing fragments reported and the surgeon who used the instrument for the last time (according to log review) did not report any issues regarding the instrument during or after the surgery. Patients demographics were received.